Event description:
Pt states that blood sugar spiked up to 600. Husband changed the infusion set at 3pm, but no difference. Husband called ems at 5pm. Pt was brought to hospital and they were able to lower blood sugar to 253 and was later released that evening around midnight. Doses, frequency and route used: change every 3 days. Therapy dates: 6 months. Diagnosis: control blood sugars. Event abated after use stopped: yes. Event reappeared after reintroduction: no.